Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant gluc3 glucose hk gen.3 and chol2 cholesterol gen.2 results for 1 patient sample on a cobas 8000 c (701) module. The initial chol2 result was 0.65 g/l and the repeat result was 4.97 g/l. The initial gluc3 result was 0.17 g/l and the repeat result was 4.84 g/l. There was no allegation of an adverse event. No erroneous results were reported outside of the laboratory. The chol2 reagent lot number was 326746. The expiration date was asked for but not provided. The gluc3 reagent lot number was 342842. The expiration date was asked for but not provided. The investigation did not identify a product problem. The cause of the event could not be determined.